Manufacturer narrative:
G3: the initial report was submitted with the date received by the manufacturer as ¿2024-05-28¿. However, during the follow-up, we learned that the medtronic sales representative was present during the event, so we changed the aware date to the event date, which is ¿2024-02-09¿. Other relevant device(s) are: product ID: 1845020, serial/lot #:(B)(6)/227029213, UDI#:(B)(4) h6: fdc-d16 code has been corrected to d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating the issue occurred during procedure and the device was run at 3000 to 5200 rpm. Irrigation was used at 20cc. The procedure was completed with another product.

Manufacturer narrative:
Section b5 has been corrected to no patient involvement. Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(6), UDI#: (B)(4). H6: fdm-b17 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that customer details confirmed. Motor is faulty. Continuation of d10: other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(6), UDI #: (B)(4). H6: fdm-b17 fdr-c20 fdc-d16 and img g04130 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that drill was overheating, and a "current overload" message was showed on when drill connected. There was no known patient impact.